Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap appy, the balloon wouldn't blow up. It looks like the seal where you pump in the air may was cracked . It came out of the package that way. A new one was used and the same pump and it worked well. The difficulty did not result in tissue damage or patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The trocar balloon appeared intact. The insufflation valve was cracked. The trocar balloon was unable to be properly inflated due to the cracked insufflation valve. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to a crack in the insufflation valve. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cracked insufflation valve may occur from rough handling of the instrument during use or rough insertion of the syringe into the insufflation valve. Damage to the insufflation valve may result in issues with inflation and deflation of the balloon. The file will be closed as handling rough. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).